Manufacturer narrative:
As part of the investigation, olympus follow up with the customer to obtain additional information regarding the reported event. The customer provided information regarding the facility¿s cleaning disinfection and/or sterilization methods. During pre-cleaning, aspiration of water through the instrument / suction channel and flushing of the air/water channel using sekusept multienzyme detergent. During manual cleaning, mediclean forte detergent is used. The instrument and suction channel openings are brushed with cook brushes. The scope is disinfected using the steel co. Automated endoscope preprocessor with mediclean forte cleaning agent and septocpac disionfectant. The scope is stored in a simple cabinet and hung vertically. The microbial test results will be shared but were not made available at this time. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oerd) was informed by the customer of a reported "hygiene case. Several tests were performed and the evis exera ii gastrointestinal videoscope always failed. Possibly a channel inside is defective. Device goes into quarantine for the time being." No patient death, injury or infection was reported to olympus. The scope will be returned for evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-dec-2021. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned where service was unable to confirm the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issued most likely occurred due to incorrect device reprocessing as information provided by the customer suggested the following step was not being included "·no brushing suction cylinder at manual cleaning." The results from the customers testing is not available. The olympus culture test did not find any bacterial growth. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.